Event description:
Customer reported that part of the drain where the perforation is, was coming off. The pt had to be brought back to the o.r. For possible retrieval of the drain. Drain material was not found in the pt.